Event description:
It was reported that the patient's vagal symptoms got worse after a rfa procedure, the patient was experiencing no posture control, weakness and had difficulty breathing. All these symptoms have now subsided, and no further intervention is planned.

Manufacturer narrative:
B3: event date is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.